Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Device has not yet been received from the customer.

Event description:
It was reported that the device is not turning on. Pcu (B)(4) ¿ doesn't show a signal of charging as will does not react to key press on system on button. Pcu (B)(4) ¿ doesn¿t react to key press on system on button. No patient harm reported.

Event description:
It was reported that the device is not turning on. 1) pcu 15817261 ¿ doesn't show a signal of charging as will does not react to key press on system on button. 2) pcu15816067 ¿ doesn¿t react to key press on system on button. No patient harm reported.

Manufacturer narrative:
The reported issue that the device is not turning on could not be confirmed as no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. The root cause for the reported issue that the device is not turning on was not determined because no product or device logs were returned. A review of the device history record showed the device had a manufacture date of 01/08/2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.